Manufacturer narrative:
Product not returned to the manufacturer . No visual examination can be performed. The review of the device records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event . Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. During the surgery, the surgeon was implanting the device and the implant fell off of the inserter. The surgeon went to tap implant in while sinking into the disc space, implant became dislodged from peek cartridge in disc space. No delay of surgery above 30 min has been reported. Surgery was completed with another implant of the same size. No impact on patient. Additional information requested.

Manufacturer narrative:
Product was discarded by the hospital . The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records and the recurrence of this type of event , it is assessed that the event could be due to mishandling and failure to follow the surgical technique guide. Indeed , according to the reporter , the surgeon didn't apply a distraction prior of implant insertion. As mentioned in the surgical technique step 3 : it's important to achieve a parallel distraction. Investigation found no evidence on a device issue . Root cause : user error - not following the instruction (no distraction).

Event description:
Mobi-c p&f us : disassembly during the surgery, surgeon was implanting the device and the implant fell off of the inserter. Additional information received from reporter on jan. 19th 2018 : surgeon went to tap implant in while sinking into the disc space, implant became dislodged from peek cartridge in disc space. Additional information received from reporter on jan. 25th 2018 : confirmation of the lot associated to this event ; disc space was not distracted prior insertion the surgeon didn¿t feel too much resistance. Nothing of note to make the case more difficult for insertion. There wasn¿t significant rotation or movement. When inserting the inserter looked parallel with the vertebral body. Additional information received from reporter on jan. 26th 2018 : surgery not delayed over 30 minutes.